Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose on (B)(6) 2018 with blood glucose of 84 mg/dl at the time of the incident. The caller noticed in the bolus history that the customer was getting a bolus every half hour. The customer was at 59 mg/dl at the time of the call. The customer used food to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported several un-programmed boluses. Troubleshooting was completed but did not resolve the issue. The caller also reported an issue with their meter display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify over delivery anomaly due to blank display.